Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00147.

Event description:
The customer reported that one of his blood glucose readings was not scored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next test strips for evaluation. The suspected contour next ez was not returned. Therefore, in-house testing was performed using the in-house contour next ez meter with returned test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected meter and test strips, and no manufacturing anomalies were found.